Manufacturer narrative:
Additional information was reported: the balloon did not lose pressure. There was no hematoma noted after the diagnostic coronary procedure was completed. The vessel size was unknown. Please note that additional information was added into the following fields: concomitant devices, and contact phone number. No other additional information was noted. Based on the additional information provided, there will be no change to conclusion provided in initial medwatch.

Manufacturer narrative:
The device was returned and evaluated by cardinal health. The device was received with the shuttle cartridge engaged to the black handle. The advancer tube was returned separately, free of damage and exposed to blood. The sealant was not returned. The balloon was inflated and pressure was maintained. The procedural sheath was on the catheter shaft and fully retracted to the black handle. The condition of the returned device indicates a completed deployment of the sealant. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies. No anomalies were observed. The review of the lot history record (f1632802) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the condition of the returned device, and the investigation performed, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following deployment of a mynxgrip 6f/7f vascular closure device and after holding fingertip compression for 90 seconds, the patient was still actively bleeding through the white tube (advancer tube). The device was used for femoral arterial closure. During prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device nor while pulling the balloon back towards the arteriotomy. The stopcock was not opened when the balloon was at the arteriotomy. The user shuttled down completely without significant resistance being felt. Unusual force was not applied when retracting the procedural sheath. No kinks were noted in the sheath or device after removal. Manual compression was applied for 30 minutes or less to achieve hemostasis. Based on the reported information, it was unclear if a hematoma formed at the access site. A pressure dressing was then applied. The patient's hospitalization was not extended. The patient was noted to have recovered. Additional information was requested, but is not available at this time.